Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient's administrator/supervisor reported that the patient had 3 wearables that were not lasting for 10 days. He said that readings were inaccurate with those three sensors. Of note, the patient resides in an assisted living facility and the reporter did not have all the details, including dates. For this event, the reporter was unable to provide details about the cgm reading or the bg meter reading. The patient experienced shaking hands, dizziness and weakness. The reporter said medical technicians provided the patient orange juice. An unspecified time later, the patient also required an extra dose of insulin for rebound hyperglycemia. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. Here were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.